Manufacturer narrative:
Patient information was not provided. The event date is unknown. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 system had several pump issues during a procedure, including a master pump stop, the cardioplegia pump running at the same speed as the master pump when it should not have been, and the master pump becoming slave to pump 3. There was no report of patient injury.